Event description:
(B)(6) called ts to report a device that was in backup vvi mode. The patient was in for a routine check and complained of pain around the pocket. A software download could not restore the device. No intervention had been reported. No additional information was available.